Event description:
The pt's spouse called to report that the suspect device was used to check the pt's blood glucose. The result was 128mg/dl. The pt was having a "blood sugar attack" so the spouse took the pt to the hosp. A dr told the spouse that pt's blood glucose was 30mg/dl. Pt was treated for hypoglycemia with a glucose IV. The pt did not have glucose control solutions, therefore, controls were not used. The suspect device was replaced with new product and authorized for return to the MFR for evaluation.